Event description:
Customer reported that she experienced high blood glucose and changed her infusion set and noticed insulin leaking at the site. Customer stated that the insulin pump alarmed compromised force sensor during prime. The insulin pump was not bumped or dropped. The drive support cap is recessed. The cap was not pressed while connected. Blood glucose value was 575 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during displacement test due to jammed motor gear box. The device had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.